Event description:
New information was received. The corneal opacity was reported as slightly less. Account manager has consulted with the site several times on this issue as well as with other leading ophthalmologists in the field and they all came to the conclusion that the entire situation in the clinic indicates either an in-hospital infection and contamination of the operating room or a violation of the sterilization processes, rules of asepsis and antiseptics in the operating room. Additional information received reported the clinic used a microkeratome with reusable rings and disposable blades. Prior to the reported events, disposable rings and blades were routinely used. Since discontinuing use of the reusable rings, there have not been any additional cases of corneal opacity. The excimer device was also found to be working as intended and within specifications.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a corneal opacity three days following lasik treatment of the right eye. The patient was put on an antibiotic drop, a steroid drop and moisturizing drops. There are multiple related reports for this facility. This report addresses patient (B)(6) right eye and additional manufacturer reports will be filed.